Manufacturer narrative:
No customer information provided, unable to request the product for evaluation at this time.

Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl and 140 mg/dl.